Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: there was foam on the tip of the stem, but it had diminished to the point of not being effective to support the implant. Batch review performed on 05 august 2016: lot 141501: (B)(4) items manufactured and released on 21 may 2014; expiration date: 2019-04-30. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. On 26 august 2016 the packaging dept. Manager performed a preliminary investigation and commented as follows: from the pictures sent from the branch, it is clearly visible that the primary packaging was scratched in some points given that the stem tip had fallen out of the specific mousse. From the information received it is not possible to establish a certain root cause of the event. It may relate to anomaly with regard to the handling during transportation or storage, but this cannot be confirmed.

Event description:
During a primary hip, when the surgeon was going to implant the stem, the surgeon noticed that the sterile packaging had been compromised. The agent had a second stem on hand which was used to complete the surgery. The surgery was delayed approximately 3 minutes. There was no patient harm. The surgery was completed successfully. Implant in question is available for investigation.

Manufacturer narrative:
On 29 november 2016 the packaging dept. Manager performed a visual inspection of the retrieved item and commented as follows: as reported in the initial report, the stem tip was found out of the distal mousse intended to secure its position. The displacement evidently occurred due to forces experienced during transportation. This is indicated to correlate to the combination of the packaging configuration applied and the shorter length stems as they allow more degrees of freedom for movement within the package.